Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that, after insertion of the spring wire guide from the right internal jugular vein, the user attempted to insert the dilator but felt difficulty. He/she removed the dilator and found that the tip was deformed. Therefore, he/she used another dilator from a new kit to complete the procedure. According to the user, he/she sometimes felt the dilator was too soft. No patient harm reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one dilator for analysis. Signs of use in the form of biological material was observed inside the extrusion. Visual analysis revealed that the dilator tip was bent. Microscopic examination confirmed the damage and revealed stress marks around the defective area. The appearance of the defect seems consistent with damage due to undue force applied during insertion. The dilator length measured 95mm which is within the specification limits of 93mm-101mm per the dilator graphic. The dilator outer diameter measured 2.71mm which is within the specification limits of 2.68mm-2.72mm per the dilator extrusion graphic. A lab inventory guide wire with a diameter of 0.46mm was inserted through the dilator. Despite the damage to the dilator tip, the guide wire was able to pass completely through the dilator. Performed per IFU statement "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." Manufacturing has been consulted regarding defects of this nature. They indicated that the observed damage is not consistent with damage occurring during the manufacturing process. The appearance of the dilator tip is more consistent with damage related to manipulation by a third party such as the customer. A device history record review was performed, and no relevant findings were identified. The report of a damaged dilator tip was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the dilator tip was bent. The appearance of the defect is consistent with damage due to undue force applied during an attempted insertion. The dilator met all relevant dimensional and functional requirements. Manufacturing has been consulted regarding defects of this nature and they indicated that the observed damage is not consistent with damage occurring during the manufacturing process. Based on the customer report that the damage was identified during use, evaluation of the sample received, and the comments from manufacturing, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that, after insertion of the spring wire guide from the right internal jugular vein, the user attempted to insert the dilator but felt difficulty. He/she removed the dilator and found that the tip was deformed. Therefore, he/she used another dilator from a new kit to complete the procedure. According to the user, he/she sometimes felt the dilator was too soft. No patient harm reported.